Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2015-00123 for the second incident. A report was received from (B)(6) stating the patient's transgastric jejunal enteral feeding tube broke. The device was removed and replaced. The valve in the balloon of new tube was faulty and leaking fluid. The healthcare provider had to remove the new tube and put in another new tube. The removal and reinsertion doubled the procedure for the pediatric patient with longer time and more radiation exposure. The time frame was 2.8 minutes compared to 2 minutes for same procedure in (B)(6). The pediatric patient underwent this procedure in (B)(6) and the radiation dose was 28 compared with 18 on previous occasion.